Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that tubes are under filling during use with a bd vacutainer® est z (no additive) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: after the procedure, my colleague did not fill in any plasma in the transparent and yellow tubes. I tried with a new yellow tube myself and only filled in a little plasma.